Manufacturer narrative:
.

Event description:
It was reported that vns patient underwent a full vns system revision surgery on (B)(6) 2016. Additional information was received from the nurse that the letter written after surgery indicated that there was high lead impedance. Attempts for additional relevant information have been unsuccessful to date.